Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the patient had been losing strength in their right side which was what the device was concentrated to control pain on. Patient reported also having small seizures. Patient reported seeing every healthcare provider imaginable with no real answers. Patient reported they fell and hit the battery area about a year ago and then again about a month ago. Patient stated her husband believes the device is causing the seizures, so they have been keeping a journey and patient has been turning the device off more often. Patient inquired if this was possible and how they could get the device looked at and reprogrammed. Patient stated they did not want to lose their device as it has given them much relief. No further complications were reported/anticipated.